Manufacturer narrative:
Plant investigation: an actual sample from the customer was received on 07/25/2019 in the original package with code number 050-87216 and lot number 18nr08124. The reported event was confirmed. The visual inspection of the actual sample found a leak on the cassette film. The sample was visually inspected and two pin holes were found on the film. The hard plastic of the cassette showed no damage. There were no sharp edges in the carts or on the machine surface that could cause damage to the cassette on the production line. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon physical evaluation of the returned cassette by the manufacturer, damage to the cassette film was identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported event and stated that the event occurred while using the clinic¿s training cycler. The pdrn stated that the patient did not complete treatment. The pdrn stated that per the clinic¿s procedure the patient was already prescribed prophylactic antibiotics to prevent a catheter infection (patient had surgery to replace the catheter), ciprofloxacin (500 mg, oral, daily, 7 days). The patient completed the antibiotics on (B)(6) 2019. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was available to be returned to the manufacturer for physical evaluation, however, the old cycler has not yet been picked up and returned.